Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions for this event were: there were no follow up actions. No sample was returned for investigation.

Manufacturer narrative:
The investigation is ongoing. The follow up/corrective actions is to be determined. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction events. Questionable non-reproducible results were generated by a cobas 6000 e 601 module and a cobas 8000 e 602 module. The event involved a total of 1 patient with elecsys ft4 ii assay. The provided patient's age was (B)(6) years. The patient's weight was requested but was not provided. The patient was a female. The patient's race was requested but was not provided. The patient's ethnicity was requested but was not provided.